Event description:
While advancing the catheter to the lesion, slight resistance was observed at the external iliac. The catheter was removed and the physician planned to perform a balloon dilatation. However, an angio was performed and a dissection of the external iliac was noted. Surgery was performed to repair the area. It was reported that the surgeon commented that the patient's proximal vessel from lesion site was very diseased and calcified. There is no indication of a device malfunction. The patient recovered with no further incident.

Manufacturer narrative:
Method: device analysis was not performed; the device was discarded. Investigation was performed using information from the idev representative and physician. Further information received indicated that due to the condition of the iliac vessel, the physician should have prepped (dilated) it prior to inserting the guide catheter and stent delivery catheter.